Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china was cracked and leaking. The following information was provided by the initial reporter: during the suction of normal saline, it was found that the syringe was leaking air and there were cracks in the barrel.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2007101. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect were identified. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china was cracked and leaking. The following information was provided by the initial reporter: during the suction of normal saline, it was found that the syringe was leaking air and there were cracks in the barrel.